Event description:
It was reported that when using the bd pyxis¿ es server, all patients' info were not crossing on all stations. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-sep-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all patients info not crossing on all stations. A technical support specialist (tss) dialed into server gcdvwpapppyx14a and confirmed through downtime query that there were no enterprise server or carefusion coordination engine (cce) issues, with the last xml message current, disconnected flag set to 0, and all services running. Further investigation showed that some devices in manual critical override and inbound down delay, and healthsight viewer (hsv) notifications indicated patient information and pharmacy order delays related to admit discharge transfer (adt). The integration engineering support team (iest) confirmed no issues on the cce server, and the customer was advised to escalate to adt team. The tss later confirmed the issue was resolved on the adt side, devices were no longer in critical override, messages were flowing normally, and hsv alerts were cleared. The system functioned as intended after the technical support specialist assessed the device.